Event description:
It was reported by service report that the foot of the bed did not work and it was stuck in mid height. The customer reported tha they did not know if there was pt involvement or if there were adverse consequences to report.